Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in an unknown vessel. A 250cm command es guidewire (gw) was advanced through a 6f non-abbott sheath into the anatomy; however, failed to cross the lesion due to the calcification and a non-abbott guiding catheter. Therefore, two non-abbott gw's were used to cross the lesion and the command es gw was replaced with a 190cm command es gw. Following the removal of the 250cm command gw, the coating was noted to be peeling from the tip of the gw. The procedure was completed with a dilatation balloon, and there were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified lesion, resulting in a failure to advance. Additionally, it was reported that the polymer was noted to be peeled after use. It is likely that manipulation of the wire, when resistance was met, contributed to the polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.